Event description:
The reporter contacted animas on (B)(6) 2012 alleging that beginning about two weeks ago the up arrow, down arrow and ok keypad buttons became intermittently unresponsive and they feel like they are getting stuck. The reporter stated that there is a tear in the keypad that starts at the bottom and extends up to the center of the keypad. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, damage to the keypad was confirmed. The keypad cover is torn up the middle from below the ok keypad button and extending to the up arrow keypad button. The button contacts are exposed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owners booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Testing confirmed that all of the keypad buttons have intermittent response when pressed and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all buttons. Investigation also confirmed that the display is faded, discolored and difficult to read, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test display was used for completion of testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.